Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Eight days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, in 96 hrs, ongoing) and ceftazidime injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal 1.5% was increased and was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that after two weeks, vancomycin and ceftazidime treatments were discontinued. On the same day, amikacin injection (1gm, per day) was started and was ongoing. At the time of this report, the patient has recovered from the peritonitis event and remained hospitalized for an unrelated indication. Should additional relevant information become available, a supplemental report will be submitted.